Event description:
It was reported by the customer that when the brake/steer bar is set into steer mode, the electric zoom wheel it isn't holding in that mode. It will slowly work its way back into neutral. There was no patient involvement and no adverse consequences were reported.

Manufacturer narrative:
Results: carriage roller guide.